Event description:
It was reported that the customer had many alerts and had suspended the insulin pump, which caused her to have high blood glucose levels. Customer's blood glucose level was 205 mg/dl. Customer was advised to remove the sensor if it was not functioning. Customer wanted to fix the pump to stop alarming. Customer was advised that a low interstitial signal is usually due to an issue with the sensor not the pump or software. Customer has been wearing the sensor for 5 months and only recently started having issues. Customer stated that has been on the pump for 20 years. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.